Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of shoulder components on (B)(6) 2015 due to rotator cuff disruption when patient fell down stairs and grabbed railing. This event report was received through clinical data collection activities. Surgeon believes event is definitely not related to the device.